Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a cystoprostatectomy, the device jaws became jammed due to burned tissue in the jaws. The pt had oozing of less than 200cc of blood. The device was cut from tissue in order to remove it. There was no pt injury. The surgeon opened another device and completed the procedure with no further difficulties.